Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 06-3605, lot # tdnmne, description: c-taper cocr lfit head 36mm/+5. Cat # 623-10-36f, lot # 51ammd, description: trident 10 x3 insert 36mm ID. It cannot be determined which, if any of these devices may have caused or contributed to the patient's event.

Event description:
It was reported that: "patient was revised due to failed total hip arthroplasty."